Manufacturer narrative:
The customer sent immucor copies of instrument reports to assess the testing. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor distributor in (B)(6) reported on behalf of a customer site in (B)(6) an unexpectedly negative antibody screen on an echo lumena instrument when tested on (B)(6) 2018.